Event description:
The customer reported via phone call that he is getting a motor error alarm on the insulin pump. Customer stated that he was sitting down and was in the process of giving a bolus when the pump started to alarm motor error. Customer's blood glucose was 163 mg/dl at the time of the incident. Customer stated that he had an x-ray done on his chest and they told him that he could leave the pump on. Customer was assisted with clearing the alarm. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.